Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the inflation device gauge read inaccurately. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid right coronary artery (rca). When inflation was performed with the encore inflation device the pressure gauge did not go up. The device was exchanged for another encore inflation device which was used with a non bsc balloon and a promus stent was successfully implanted. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint could not be confirmed as the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).